Event description:
It was reported a catheter dye study confirmed a small leak in what was believed to be the distal portion of the catheter. Catheter had a micro tear. The pump contained lioresal (baclofen) 2000 mcg/ml at 350 mcg/day. The pt presented with underdose itching and paresthesia a few days ago. Pt was treated with oral replacement with good results. On surgery, (B)(6) 2010, a leak at the pin connector site from an earlier revision was found. Physician removed 2cm of catheter total. One cm from each side of pin and replaced existing pin. The catheter was reprimed and pump was reset to pre-op settings of simple continuous 350 mcg/day. Pt was kept for 24 hour observation. At the time of this report, no further details were reported. Additional information was requested and will be provided when available.

Manufacturer narrative:
(B)(4).